Event description:
During unpacking in preparation for a coronary artery drug eluting stenting treatment procedure stent damage was noticed. When pulling the taxus express2 3.00x2omm, drug eluting stent from the box it was noticed that the stent struts were flared. The device was not used and was disposed. The physician completed the case with another device. The target lesion was in the right coronary artery (rca). The patient was reported as "ok."